Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with navigated open po sterior lumbar fusion therapy. Levels implanted l4-s1. Pre-operative diagnosis for this procedure was l4-s1 disc herniation and spondylosis. It was reported that the expander broke off into the back up the implant as it was being expanded. The surgeon elected to remove the implant and re-implant a new one. Surgeon prepared the l4 disc space as usual and sized for the elevate implant. He measured 13mm, so as per the elevate technique he was given a 9mm elevate implant (which expands to 13mm). When surgeon was expanding the implant he got to the point of resistance when he heard a snap, pulled out the expander and the tip of the expander was broken off. So surgeon removed the implant (still attached to the inserter), removed the implant, as saw the tip of the expander had broken off into the back of the implant. Surgeon opened another implant and using the same torque limiting handle and a different expander surgeon expanded the new implant. Upon hitting resistance continued to turn the torque limiting handle and heard the same snap, and the second expander rod broke off into the back of the second implant. The two implants had the broken piece of the expander in the back of the implant. The surgeon removed them because he did not want that tiny broken piece to become loose in the patient so he removed them both. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis product ID : 8657003 lot no. : em21h016 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.